Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was unavailable. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a tip fracture occurred. A 6f runway catheter guide was selected for use. During procedure for test period, it was noted that tip was open. The procedure was completed with an alternative device. There were no patient complications.